Manufacturer narrative:
As the device remains implanted, no further investigation of the device can be performed. Further information was requested from the hospital such as date of event: may 25, 2022 was chosen but must be still confirmed, implant date, lot- / serial no. Patient details and if images are available. No further details were provided yet. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent endovascular treatment with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was stated that the vbx balloon did not properly inflate so that the stent was not at nominal diameter. When the physician tried to remove the entire system, the vbx device was left behind and the partially inflated balloon was removed. Another smaller balloon was used to ¿recapture¿ the vbx device, to reposition, and to deploy. The patient tolerated the procedure.

Manufacturer narrative:
Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined. The device was discarded at the treating facility, and no clinical images enabling direct assessment of product performance were returned for evaluation. Multiple attempts were made to obtain additional information about this event. No additional information was provided; therefore, no further investigation can be conducted. With the information provided to gore, the cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events, potential clinical and device adverse events, possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: deployment failure, device failure, malposition.